Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, third degree atrio-ventricular (av) block was noted. A temporary pacing wire was inserted in the right ventricle (rv). One day following the valve implant, an electro cardiogram (ECG) revealed left bundle branch block (lbbb). Three days post valve implant, a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.